Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device noted scratched on the device case and a burn mark on the front of the case. Analysis of the device memory was performed. Detailed analysis of the device memory confirmed a 'shock lead shorted fault' followed by a 'charge time exceeded fault.' An x-ray performed on the device confirmed that the plasma fuse was open. Therapy availability test could not be completed as the result of this induced damage to the device. The damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital with sustained ventricular tachycardia (vt). Review of the ICD indicated code 1004 and 1007 were exhibited. These codes are indicative of when the shock lead is shorted and charge time exceeded respectively. A low out of range shock impedance measurement of less than 20 ohms was noted. The ICD's battery was suspected to have prematurely depleted and it was unable to convert the patient out of their vt. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital with sustained ventricular tachycardia (vt). Review of the ICD indicated code 1004 and 1007 were exhibited. These codes are indicative of when the shock lead is shorted and charge time exceeded respectively. A low out of range shock impedance measurement of less than 20 ohms was noted. The ICD's battery was suspected to have prematurely depleted and it was unable to convert the patient out of their vt. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.